Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had error code while backing up. Customer stated that insulin pump had no delivery alarms, had to change the battery after 3 days and the clip that attached to insulin pump nub broke off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device received with cracked belt clip slot noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected charge/battery anomaly, back light anomaly or unexpected alarm were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).